Manufacturer narrative:
Investigation summary: photo evaluation: no picture was returned for evaluation. Sample evaluation: no sample was returned for evaluation. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no picture and sample was received for evaluation. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that the catheter leaked during use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: leak in the peripheral catheter while it is in place, despite the change of tubing.